Event description:
On (B)(6) 2013 it was reported that the vns patient had undergone a full revision surgery on (B)(6) 2004 and that the reason for surgery is "exhaust vns pack and lead defect". The surgeon's office stated that there is no further information available. The patient's neurologist is no longer in practice and therefore no further information can be obtained from him. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. A battery life calculation was performed which showed negative time remaining until eri=yes. It was stated that the explanted generator and lead were not retrievable for product analysis.

Manufacturer narrative:
No conclusion can be drawn.